Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery with two prostyle devices using the pre-close technique via an 8f sheath hole prior to an interventional transcatheter aortic valve implantation (tavi) procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with both devices. Hemostasis was achieved on the right side through a cutdown surgery. An arteriotomy closure of the left common femoral artery with a prostyle device was then attempted using the pre-close technique via an 8f sheath hole. However, a cuff miss [suture retrieval issue] occurred. The pre-close technique was abandoned. Hemostasis was achieved on the left side with manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported needle to cuff miss and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are filed under separate medwatch report numbers.